Event description:
On oct 1, 1996 two coronary stents with delivery systems were successfully deployed at the target lesion site in the pt's left anterior descending artery. On feb 5, 1997, cardiac catheterization revealed restenosis at the previously stented site. The md attributes the restenosis to the under sizing of the stents at the time of deployment. The md elected to predilate the area of stenosis with a 3.5 mm balloon and subsequently sucessfully advanced and deployed two additional stents within the area of stenosis. There were no clinical sequelae reported relative to this event.